Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and intervention. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After implantation of the first xtr clip and during preparation of the second clip, the xtr clip detached from the posterior mitral leaflet (slda). The second clip was successfully implanted to stabilize the first clip and reduced mr to grade 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number updated from 80621u32 to 80621u132. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.